Event description:
It was reported to boston scientific corporation that a boston scientific sling system (exact type unknown) was used during a bladder lift procedure on (B)(6), 1998. According to the complainant, the patient experienced pain since the initial procedure which has become progressively worse. In 2004 (exact date unknown), the patient had two surgeries (type unknown) performed by a different physician to determine the source of the pain. During one of the surgeries, the physician found cotton in the patient's bladder and removed it, along with a portion of the bladder. The cotton removal was reported to have left a hole the size of a quarter in the bladder. Since the cotton removal, the patient has been completely incontinent. It was reported that the hole was not repaired and that there was no medical intervention since the removal procedure. The patient is currently still in pain and incontinent. It was reported that the patient has a surgery (type unknown) scheduled with the implanting physician on (B)(6), 2011.

Manufacturer narrative:
Complaint source(s) updated.

Event description:
Additional information reported by the patient's attorney on february 28, 2014 noted that a vesica sling system was implanted.